Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain down his leg when pressure is applied on his scs ipg. The patient's scs system was reprogrammed, but the issue persisted. Add'l info rec'd on (B)(6) 2014 identified the patient was scheduled to have his scs system removed. F/u on (B)(6) 2014 identified the patient's scs system was explanted on (B)(6) 2014.